Event description:
It was reported patient underwent total hip arthroplasty procedure (B)(6) 2012. During the procedure, the drill bit fractured at the drill guide outlet. The remaining portion was removed from the wound. A steinman pin was used to finish the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Product identification & expiry date. Manufacture date - unknown. This report is number 1 of 1 mdrs filed for this event. (Reference 1825034-2012-01861).